Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported difficult or delayed positioning (leaflet grasping) and positioning failure (leaflet capture ¿ clip not implanted) could not be determined. The reported unspecified tissue injury appears to have been a result of the reported difficult or delayed positioning (leaflet grasping). The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed due to leaflet damage during device use. It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4+. The first clip delivery system (cds0701-ntw, (B)(4)) had difficulty grasping the leaflets and was unable to capture the leaflets. During grasping attempts, the posterior leaflet had become damaged/torn. Due to the leaflet damage, it was decided to remove the undeployed mitraclip ntw device and to use a larger, mitraclip xtw device to treat the mr and tissue damage. An xtw mitraclip was successfully implanted without further issues observed. The mr had been reduced to grade 1+. There was no adverse patient sequela. No additional information was provided regarding this issue.